Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stents implanted to the proximal circumflex. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi was unrelated to the study device. Upon review of the manufacture information for the device it was noted that the product was implanted past the expiry date. Ref MFR# 9612164-2011-01437.

Manufacturer narrative:
Evaluation results: (root cause of the mi could not be determined). Failure to follow instructions (failure of the user to verify the product expiry prior to use of product). Shelf life exceeded. Inherent risk of procedure (myocardial infarction). User/device interface (failure of the user to verify the product expiry prior to use of product). Device not received for evaluation. Evaluation: conclusion: no device failure. User error contributed to event (failure of the user to verify the product expiry prior to use of product).